Event description:
It is reported that the patient had a left total knee procedure in 2002 and left knee patella resurfacing and synovial debridement in 2003. A bone scan of left knee showed a hot spot on femur which was causing the patient pain and a left knee arthroplasty, revision and replacement was performed in 2004. Black material was found in the tibial bone.